Event description:
A report was received that the patient was having difficulty aligning the ipg following a pulsed electromagnetic field (pemf) therapy. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to damage from pulsed electromagnetic field (pemf) therapy. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)) the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the remote control would not couple the patient's ipg following a pulsed electromagnetic field (pemf) therapy. The patient will undergo an ipg replacement procedure.